Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us with a 510(k) number of k121430. Device evaluation: the evo-pc-10-11-6-b device of lot number c1413387 was not returned to cook ireland and so could not be evaluated. Additional information received: did any section of the device remain inside the patient's body? - no. Did the patient require any additional procedures due to this occurrence? - no. Did the product cause or contribute to the need for additional procedures? - no. Has the complainant reported any adverse effects on the patient due to this occurrence? No. Has the complainant reported that the product caused or contributed to the adverse effects? No. For all complaints, ask: 1.1.1 what is the reorder number of the wire guide used with this device? We do not have this information. 1.1.2 if not, with the device in question, how was the procedure finished? The procedure was completed using another metal prothesis. For complaints occurring during use (once in contact with endoscope), also ask: 1.2.1 had a sphincterotomy been performed prior to this occurrence? Yes 1.2.2 had dilation of the obstructed area been performed prior to this occurrence? Yes 1.2.3 what is the endoscope manufacturer and model number that was used? We do not have this information. 1.2.4 please describe the location in the body where the stent was to be placed. In the biliary tract. 1.2.5 was resistance encountered when advancing the wire guide through the obstructed area? No. 1.2.6 was resistance encountered when advancing the stent and introducer through the obstructed area? No. 1.2.7 was the introducer advanced through the side of a previously placed stent? No. 1.2.8 please estimate amount of time the stent was in place prior to this occurrence. There was no stent in place. 1.2.9 did any section of the device detach inside the endoscope or patient? No lab evaluation: as the device was not returned; a lab evaluation could not be conducted. Root cause: a possible cause for the difficulties encountered may be due to a kink or break in the flexor or one of the cogs of the gears may have broken. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. The customer complaint is considered to be confirmed based on customer testimony. Document review: with the information provided a document based investigation was carried out. A review of the manufacturing records for evo-pc-10-11-6-b of lot number c1413387 revealed no discrepancies that could have contributed to this complaint issue. Prior to distribution all evo-pc-10-11-6-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. There is no evidence to suggest that this issue affects the entire lot # c1413387; upon review of complaints this failure mode has not occurred previously with this lot # c1413387. IFU review: as per the instructions for use, ifu0056-5, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". Summary: the customer complaint is confirmed based on the customer testimony, as the device was not returned for lab evaluation. From the information provided, there have been no reported adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This complaint is being reported under the FDA MDR malfunction precedence "stent removed while partially exposed". As reported to customer relations, "the client informed that when using, stent expanded, but it didn't release. By removing the guide, the stent returned together."